Event description:
Customer reported receiving erratic readings on her freestyle lite blood glucose meter. Customer reported receiving readings of 335 mg/dl and 65 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
(B) (4). The meter, ((B) (4)), has been returned and an investigation using approved test strips, (test strips reported in case were not returned), has determined the complaint is not confirmed. All results were within range specification during control solution testing. Returned meter does power on with both button depression and insertion of strips. The reported results were found in the meter's internal memory log.